Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 08935 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 19 injections. Dissection showed a guide wire lumen kink 0.9 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.